Event description:
The pt reported the lead broke two months after implant. Manufacturer device registration notes the device was replaced on (B)(6) 2007. The lead was not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4).